Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks near the reservoir viewing compartment and along the back window. Customer stated that their blood glucose readings have been as high as 300 mg/dl and 400 mg/dl. Customer also stated that the insulin pump was dropped below the waist line. Customer's blood glucose reading at the time of the call was 170 mg/dl. Customer declined any further assistance. No further information reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.